Event description:
It was reported that both pumps were alarming 'no disposable' with cassette after infusing for 12 hours. The cassette was replaced and the pump started without alarm. No patient injury was reported.

Manufacturer narrative:
(Product information) and (510k) are unknown; no additional information was received. Initial reporter also sent report to FDA?: yes, medwatch mw5108477. No lot number was provided; therefore, a device history record (DHR) review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed, the reported issue could not be confirmed, and root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.